Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 576-577 mg/dl, diarrhea, and a high ketone level identified as dangerous by a healthcare provider. Reportedly, the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 54 mg/dl, and the meter bg reading ranged from 576-577 mg/dl. Additionally, customer consumed carbohydrates based on inaccurate cgm readings prior to checking bg via meter. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). The customer was treated with intravenous saline and insulin, and was released on (B)(6) 2022 with the reported issue resolved and no permanent damage. Tandem technical support performed a pump system check and verified the pump and supplies functioned as intended. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.